Manufacturer narrative:
There is no allegation against a da vinci product associated with this event, therefore; no product was returned for failure analysis investigation.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the common bile duct was accidentally injured by a surgeon who was being proctored. The surgeon reports the patient's cystic duct was shorter than normal. The surgeon believes the common bile duct could have been torn while lifting the duct to place a clip or accidentally nicked while dissecting with the maryland bipolar forceps but is uncertain. There was no blood, just bile leakage. The surgeon initially debated what instrument to use for the dissection; they wanted to use the permanent cautery hook but did not want to use cautery until the duct was fully cleared up and using the monopolar curved scissors was not recommended by colleagues. In attempts to use a similar instrument as they do in laparoscopic surgery, the surgeon went with the maryland but admits they did not realize that it is a little sharper than the laparoscopic maryland instrument. Despite that, the surgeon does not fault the instrument but rather not being familiar with doing robotic procedures. Multiple surgeons were called to the operating room to help repair the bile duct by doing a roux-en-y hepaticojejunostomy robotically. The procedure was completed; the patient was extubated and then went to recovery. The surgeon does not expect any long-term complications from the bile duct injury. However, on post op day 5 as the patient was being discharged, they sustained an acute stroke. The medical team chose not to administer tissue plasminogen activator (tpa) due to the recent surgery but monitored the patient's recovery in the intensive care unit (ICU). The main side effects of the stroke were left arm weakness and left facial drooping. The cause of the stroke is unknown. The patient has since been discharged from the hospital to a rehabilitation facility. The surgeon states the patient has recovered fully from the side effects of the stoke and is expected to be home very soon.